Event description:
The customer reported, the system displayed an error code message. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply and generator interface boards were replaced and adjusted. The system was then found to be operating as intended.